Manufacturer narrative:
(B)(4). A non-covidien service provider calibrated o2 sensor but failed. Cross checked it with working vent and found it faulty. The service provider cleaned the exhalation valve and changed the patient circuit but problem of high peep remains same. Switched on the vent at service mode and found that the drive pressure, machine1 and machine2 value were high. Opened ventilator cross-checked the exhalation servo valve and pressure solenoid simultaneously and found exhalation servo valve and machine 2 pressure rezero solenoid are faulty and will need to be replace. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator was displaying o2 sensor error alarm+ the peep and respiratory rate were too high. There was no patient involvement.